Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and unit passed. Tested on transmitter functional tester: passed relevant testing performed pairing test with nordic bluetooth device: passed. Performed share log review and a loss of connection was found in the data review. The reported event of loss of connection was confirmed a root cause could not be determined.